Event description:
Pt two days post-op (total abdominal hysterectomy, right salpingo-oopherectomy, appendectomy), needed catheter for fluid monitoring. Pt had existing right subclavian triple lumen catheter. Physician attempted placement of thermodilution catheter in right subclavian vein. Catheter coiled/kinked in vein, as shown on x-ray. Catheter could not be withdrawn and pt was taken to operating room where catheter was surgically removed.